Event description:
Event description guidant received information that during a pacemaker system implant procedure, this 4035 lead perforated the patient's superior vena cava. The 4035 lead and pacemaker were removed from the patient prior to pocket closure, and the procedure was stopped without replacement device or leads implanted.